Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mni, mnh, kwp, and kwq. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This is for two rods with the same manufacturing information.

Event description:
This is 1 of 4 reports for this event.

Event description:
This is 1 of 4 reports for complaint (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2011, the patient had a primary t11 ilium posterior fusion with pangea and a four level l2-3 l3-4 and l5-s1 with plivioa. The patient then developed a subsequent non union at l5-s1 and complained of squeaking when flexible and extending. An x-ray was performed and both s1 screws appeared to be loose as well as both t11 screws. The t11 screws had pulled away from the pedicle. On (B)(6) 2013, the construct was revised. An alif was performed at the l5-s1 using synfix. The posterior construct was inspected and revised as well. Both rods were found to be broken at the s1 level. The right rod was broken within the head of the s1 screw and the left had broken cranial to the s1 screw. The inner set screw of the right s1 locking cap was also found to be loose. The left side was intact. Both s1 screws were loose and removed. Both rods were replaced without replacing the screw. New locking caps and iliac connectors were applied and the construct tightened without a problem. This report is for 2 unknown rods. This is 1 of 3 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information. The chemical composition and hardness of both rods was tested, both rods passed specifications. The yellow anodized rods were found to be made of unalloyed titanium. The dimensions of the rods were found to be in compliance with technical drawings of a comparable product of the producer and ao/asif specifications. The two pedicle screws were received intact. The breakage of rod 1 occurred approximately 37 mm from its caudal end, directly above a pedicle screw. The breakage of rod 2 occurred approximately 32 mm from its caudal end directly below a pedicle screw. After breaking, the two fragments rubbed against each other causing very strong destruction of the fracture surfaces. The screws had nothing to do with the breakage of the rods. The rods were examined using a scanning electron microscope. A pattern of ripples and fatigue striations were found indicating a fatigue process. The failure of the rods was due to dynamic bending loads which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implants had to absorb and neutralize forces over a long period of time that may have been greater than the tolerable load. A failure resulting from either a material defect or the manufacturing process can be excluded.